Event description:
It was reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to plug the wall adapter into a known working outlet and wait for at least 30 minutes to see if the pump would start charging. The issue was subsequently resolved.